Manufacturer narrative:
Product analysis: the device was returned for evaluation. The shaft was detached approximately 39cm distal to the strain relief. The material at the d etachment site was twisted, jagged and uneven and the braiding was exposed. The characteristics of the material indicate the shaft was twisted torsionally multiple times. There was evidence of a tortional kink. No other damage was evident. Additional information: annex d code. Correction: section e. Initial reporter phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two still images have been provided for review. The images show a launcher guide catheter inside a plastic bag and the catheter appears to be in two pieces. The detachment site appears to show characteristics of a torsional kink, with wire appearing to be exposed. Additional information: when engaging the tip of the guide catheter to lm ostial, catheter found kinked. Detachment occurred during re-straightening of the catheter. The detached part of the device was successfully removed from the patient. The lesion was not pre-dilated. Resistance was not noted during removal of the device. The device was kinked and re-straightened during use. Initial reporter's phone number facility city and phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure in the left main coronary artery, involving a 6f launcher guide catheter, the mid shaft broke into two separate pieces inside the patient body. Femoral access was obtained. When engaging the launcher guide catheter tip to the left main ostium, the catheter was found to be kinked. The kink was located under x-ray close to the sheath inside the patient body. After a few torque, the device suddenly broke into two separate pieces at the mid shaft while the distal half remained inside the patient body. A snare was used to get the remaining part out of patient body later. The device was inspected with no issues noted. Negative prep was performed with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used during insertion/delivery. The patient is alive with no further injury.